Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps had a bent/pinched black cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged conductor wire to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The root cause was attributed to a component failure. Failure analysis found the secondary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause was attributed to a component failure. Additional observation not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.024¿ offset at the tips. The root cause of the bent instrument grips -tips is typically attributed to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps (470205-14/n101712180036) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system sk1211. The instrument had 5 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the fenestrated bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.